Event description:
On (B)(6) 2012 the reporter for the lay user/ patient contacted lifescan (lfs) alleging that the patient's onetouch ultra meter was giving the patient inaccurate readings as compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the reporter that the alleged issue began on (B)(6) 2012. The reporter stated that the patient manages her diabetes with insulin (unknown type and dosage) and denied making any changes to the patient's usual diabetes management routine in response to the reported issue. The reporter claimed that the patient did not develop any symptoms but at 12:00pm, on the same day, ems was called in and tested the patient on their meter (unknown device). The patient reported a blood glucose result of "115mg/dl" on the subject meter and "50mg/dl" on the ems meter, performed within 20 minutes or less of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. Shortly after, the patient was treated with food/drink. At the time of troubleshooting, the cca determined that an approved sample site was used for testing. The cca also noted that the patient did not have control solution available. Replacement products were sent to the patient. Although the patient denied developing any symptoms this complaint is being reported because the patient received medical treatment for an acute complication of diabetes after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.